Event description:
The facility reported a flo-gard infusion pump which over-infused propofol on a patient. A nurse programmed the infusion rate and volume into the pump and started the infusion before leaving the area. The nurse later returned to find the pump had infused the propofol in a faster time than intended and had also infused approximately 60cc of air into the patient, all with no audible alarm coming from the pump. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B) (4) the reported condition of a flo-gard infusion pump which over-infused during a patient infusion cannot be confirmed as this facility is not sending the pump to baxter for device evaluation or repair. Therefore, no assignable cause can be provided and no repairs will be made. Attempts were made by baxter to obtain the pump's catalog and serial numbers. However, these attempts were unsuccessful. Should this pump be received by baxter for evaluation, or if any additional information about this event becomes available, a follow-up medwatch will be submitted.